Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh, obtryx and ivs tunneller were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 07/22/2016.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient experienced urinary problems, recurrence, erosion, infection, bowel problems, and other. It was reported that the patient underwent partial mesh removal on (B)(6) 2005. No additional information was provided.